Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit. An x-ray was performed on (B)(6) 2011, the results were not provided. An attempted cerebral spinal fluid (csf) withdraw also was performed on (B)(6) 2011, the result was that csf could not be withdrawn. The fractured catheter was replaced on (B)(6) 2011. The pt rec'd effective drug therapy as of (B)(6) 2011. The drug in the pump at the time of the event was lioresal.